Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to the device being worn out. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. There were no patient symptoms or specific device malfunctions associated with the explanted device. The new ipp worked following the procedure.